Event description:
After several days of patient treatment, operators of the 3100a noticed that the displayed mean airway pressure (map) kept drifing downwards, like there was a leak somewhere. The patient was placed on another 3100a without compromise.